Event description:
During an intertrochanteric fracture procedure, the side plate with barrel would not slide over the lag screw that was implanted in the hip. The physician reported that the side plate became jammed onto the lag screw and would not allow proper insertion of the side plate. He repeated two times with two different lag screws and encountered the same issue. The physician then used a new set of instruments and implants to finish the procedure. The procedure was prolonged by one hour. This is 5 of 5 reports for the same event.

Event description:
The surgeon reported the side plate was not jammed but would not pass over the lag screw. He also reported that the problem persisted even after removal from the patient.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. Information from received surgeon questionnaire. Part was received in unused condition. No visible scratches of marks are evident. All dimensional specifications are met.